Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported a "capsular contracture baker grade 2", "device migration", "implant malposition", "correction of asymmetry" and "change shape/size/style". This record is for the left side. The device was explanted.